Event description:
It was reported that the device would power on/off by itself. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio evaluated the removed keypad assembly at the failure analysis center and was unable to duplicate the reported failure. Therefore, further cause of the issue could not be determined.